Event description:
It was reported that pump displayed malfunction alarm with code 12, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if any malfunction code recurred, which caller acknowledged and understood.